Event description:
It was reported that during a laparoscopic gastric bypass procedure, the harmonic scalpel hand-activated shears gave an instrument error #5 a few minutes of use. A second shear was opened and the case continued without problems. No pt consequence.